Event description:
It was reported that a shaft detachment occurred. A 10/4.00 flextome¿ cutting balloon¿ monorail was selected to treat the target lesion. Upon opening the sterile package, it was noted that the shaft was detached from the balloon portion of the device. There were no patient complications reported and the patient's status was good.

Manufacturer narrative:
Event date: (B)(6) 2014. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).